Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/ok keypad buttons intermittently responded to user inputs during testing, the down keypad button was hypersensitive to user inputs during testing, it was observed that the down key contact was misaligned, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button intermittently responds when pressed, the up arrow keypad button is unresponsive when pressed, and when the down arrow keypad button is pressed the main menu continues to scroll. The reporter claimed that the keypad is still intact. There was no adverse event associated with this complaint.